Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the insert accessory is returned or if additional information is received.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the entire white teflon pad is missing from the clamp arm. The pad was not returned with the insert. The clamp arm slot that holds the teflon pad is not damaged and the width measures within specification. There was no physical damage observed at the distal end. Device manufacture date: 01/2012.

Event description:
It was reported that during a da vinci si hernia repair procedure a piece of white scalpel from the harmonic ace curved shears insert accessory (installed on the harmonic ace curved shears instrument) fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.